Event description:
It was reported by the customer that abd pyxis¿ medstation¿ es auxiliary had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the drawer 1.1 in auxiliary was failed. Then corrected the issue by reconnecting the row board cable. The repair was tested in hardware repair application. Then additionally the fse tightened the screws that holds the hard stop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that abd pyxis¿ medstation¿ es auxiliary had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.